Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. The cause for the failure was isolated to multiple wires in the ECG c and d cable shorting together. The belt was unable to pass falloff testing. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient was experiencing adjust/check belt messages.